Manufacturer narrative:
The excor blood pump, s/n, (B)(6) was in use on the patient from (B)(6) 2024 until the time of the incident on (B)(6) 2024 (4 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
The site reported that on (B)(6)0 2024 the patient demonstrated lip smacking, eye blinking, and abnormal facial movements concerning seizures. CT scan performed on (B)(6) 2024 demonstrated a small ischemic stroke without hemorrhagic conversion. An eeg was placed on (B)(6) 2024 and remains in place. Antiepileptic medications were started. Daily head ultrasound is being performed and a follow up head CT was done on (B)(6) 2024 showed no hemorrhagic conversion. Additionally, a pump change was performed at the time of the event because deposits were noted in the pump. The berlin heart excor pump functioned as intended throughout, maintaining complete filling, and emptying.